Event description:
A pump malfunction was reported by a customer who discovered a cracked and illegible screen on their device. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. The customer was advised to use a backup insulin pump to maintain insulin delivery while waiting for a replacement pump from technical support, as the pump was out of warranty, and the customer declined an out-of-warranty loaner pump.